Manufacturer narrative:
Corrections were made to previously submitted: d7a - single use device. The correct response is yes. This is a single use device. H5 - labeled for single use - the correct response is yes. This is a single use device. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: electrical/electronic component failure due to blood adhering to the jaws that grasps the living tissue and delivering a high-frequency current. The event can be detected/prevented by following the instructions for use which state: chapter 8 use of the esg-410 IFU. Seal mode of powerseal message : incomplete seal cycle cause : the instrument jaws are not closed completely. Insufficient amount of tissue is grasped. Remedial action : 1. Release the hand switch or foot switch. 2. Open the instrument jaws and inspect the progress of the seal. 3. If possible, re-grasp more tissue. 4. Close the instrument jaws completely. 5. Repeat the sealing process to complete the seal. Instructions for use : troubleshooting suggestions 16.7 sealing with hand or footswitch activation 1. Under direct vision, place the target tissue or vessel to be sealed between the open device jaws. 2. Squeeze the lever to close the jaws onto tissue, using either the latch-on or latch-off setting. Do not grasp tissue beyond the jaw; i.e., do not fill the jaws all the way to the jaw hinge. 3. Ensure the jaws are in contact only with the vessel to be sealed. Both jaws should be in equal contact with tissue for optimum sealing. 4. When the activation button is depressed, the generator emits a continuous tone to signal delivery of rf energy to the tissue or vessel between the device jaws. When the activation cycle is complete, a two-pulse seal cycle complete tone sounds and rf energy output ceases olympus will continue to monitor field performance for this device.

Event description:
It was reported that when grasping thick tissue with the curved jaw sealer and divider during surgery, many errors occurred (seal incomplete error), and no output was generated. The issue occurred during a therapeutic procedure (total malignant hysterectomy). The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E3-non-health care professional; e2-no. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when grasping thick tissue with the curved jaw sealer and divider during surgery, many errors occurred (seal incomplete error), and no output was generated. The issue occurred during a therapeutic procedure (total malignant hysterectomy). The procedure was completed using a similar device. There were no reports of patient harm.